Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer unable to perform follow-up calls to customer to ensure the customer's condition had improved - customer declined to provide contact information.

Event description:
Consumer reported complaint for error message (e-5). Customer also requested assistance with her truedraw lancing device. Customer stated she had stopped testing for a while, but the doctor instructed her to start testing again. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 99 mg/dl using true metrix air meter. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 05/17/2025 and open vial date is 05/06/2024.